Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the pump was in good condition, no signs of external damage. A review of the event history log (ehl) identified primary audible alarm post error. During the functional testing was able to duplicate the reported issue. High profile c9 partially broken from interconnect board. The root cause was unable to be determined. Replaced interconnect board and performed preventative maintenance and all functional testing.UDI information was unknown.

Event description:
It was reported that the pump exhibited a system fail primary audible alarm. No patient injury was reported.